Manufacturer narrative:
The pod was received not deployed with the adhesive liners and needle cap still secured to the pod. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The pod was reset before the pod's original data could be downloaded. Due to the lack of data, no more could be said about the pod's ability to deliver insulin without any abnormalities. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 523 mg/dl while wearing the pod between 1 and 4 hours. The pod¿s cannula was found bent/kinked while wearing it on the abdomen. For treatment, manual injection was administered.